Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker could not be interrogated. Technical services tried to push interrogation but they could not. They stated that the device was probably so dead that no information could be obtained from it. Generator change out was discussed, but not performed. The patient was stable.